Manufacturer narrative:
Please note the hde number for this device - h230007. This event is related to a post-market clinical study 'protect' and reported retrospectively. The manufacturing records for amds5540-de lot 4866 (finished goods) and 4568 (sterile sub-assembly) were reviewed and it was confirmed that all records were controlled, available for review, and met all specifications per the device master record. All lots passed functional testing and met release specifications. During the investigation no non-conformances or deviations were found to be related to the complaint. A sample evaluation was not performed as the device remains implanted. Patient is a 58-year-old male who had an amds implanted on (B)(6) 2019. Adverse event #06 reported a miscellaneous event described as ¿pericardial effusion,¿ which occurred on (B)(6) 2019 (18 days post-op) and ended on (B)(6) 2019. Additional details provided states ¿pericardial effusion, left ventricle 24 mm, hematoma removal on (B)(6) 2019.¿ the event was deemed ¿unlikely¿ related to device and ¿possibly¿ related to the procedure. Debakey type a dissection was specified as the pre-existing disease that caused or contributed the event. The event was considered a serious adverse event due to ¿medical or surgical intervention to prevent permanent impairment of a body structure or function.¿ the patient was already in the hospital and medical treatment was provided and the event was considered resolved. The patient was discharged from the hospital on (B)(6) 2019. Upon completing a review of the available information, it is unknown whether the amds or index procedure contributed to the reported event. Of note, ¿cardiac complications and subsequent problems (e.g., arrhythmia, tachycardia, tamponade, myocardial infarction, hypotension, hypertension)¿ are listed on the clinical evaluation report (cer) as potential adverse events. There were no documented reports of device malfunction or deterioration that may have led to the event and the device remained implanted. Artivion device inspection and lot history records confirmed device test acceptance and approval. Health impacts and clinical signs for this and other patients treated with amds will continue to be monitored to ensure benefits associated with the use of the device outweigh the risks. This report is being submitted as required by federal regulations and does not constitute an admission that the device caused or contributed to the reported event. Furthermore, this report reflects the event as alleged by the complainant and does not imply that the information reported to artivion- formerly cryolife/jotec is accurate or has been confirmed by artivion.

Manufacturer narrative:
Please note the hde number for this device - h230007. This event is related to a post-market clinical study 'protect' and reported retrospectively. This investigation is currently ongoing. Any additional information will be provided in the follow-up report. This report is being submitted as required by federal regulations and does not constitute an admission that the device caused or contributed to the reported event. Furthermore, this report reflects the event as alleged by the complainant and does not imply that the information reported to artivion- formerly cryolife/jotec is accurate or has been confirmed by artivion.

Event description:
According to a report from the protect study, patient experienced a serious adverse event, described as "pericardial effusion, left ventricle 24 mm, haematoma removal on (B)(6) 2019." The event onset is 07june2019 and event end date is 02july2019. The event was deemed by the site to be "unlikely" related to the amds device and "possibly" related to the amds implant procedure. Additionally, pre-existing condition, debakey type a dissection, caused or contributed to the event. This event is related to post-market clinical study 'protect' and reported retrospectively.